Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump rebooted about three weeks ago while changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the back box and alarm history review shows no power on reset events. The pump¿s battery compartment is undamaged, no moisture corrosion was found. The battery cap has intact threads, and it is able to fit securely and maintain electrical connection. The pump powers on and displays verify screen. Pump was exercised for 24 hours and no power interruption was duplicated during testing. The cover was removed, no moisture ingress was found inside the pump. Pcb and power flex were inspected for intermittent condition, none was found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.